Manufacturer narrative:
Device passed displacement test, unexpected restart error test, prime or compromised force sensor system alarm and excessive no delivery test. Unable to perform basic occlusion and occlusion test due to broken off reservoir tube lip. Device received with minor scratched display window, cracked case at display window corner, completely broken off reservoir tube lip, missing reservoir tube o - ring, stained end cap sticker and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of incident and current blood glucose was 128 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated manual injection. Customer will be returned device for analysis.